Manufacturer narrative:
The user facility performed their own evaluation, and no malfunction or defect was found, and stated that it would not be necessary for a stryker representative to inspect the unit as well. Furthermore, the user facility reported the patient passed away due to his illness. Customer performed own evaluation.

Event description:
It was reported a (B)(6) patient had fallen off the bed, and the bed exit alarm did not go off. It was further reported the patient subsequently passed away a couple of hours after the fall. However, in follow-up conversation with the account, they stated that the patient fall did not cause any direct injury to the patient, and the patient died related to their illness. The account also reported that an internal evaluation of the unit found that there was no malfunction or defect with the product.